Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous complaints on this device. Analysis of the returned device was completed on 4/11/2024: the pump's outer box was labeled with a sticker with the correct item code and library, but the incorrect library was configured to the pump. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous complaints on this device. According to our configuration records, the pump was released with incorrect library downloaded. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Event description:
On may 19, 2022, infutronix received a report from a healthcare facility that an infusion pump had the incorrect library loaded. No patient was harmed reported.